Manufacturer narrative:
(B)(4).

Event description:
Procedure: resection. According to the reporter: tissue was transected but staples did not deploy from the reload. The surgery was completed with another device and additional tissue was resected. No buttress material was used. Samples are not available since they were discarded after use.